Event description:
Revision surgery - the patient had persistant pain and asked that the implants be removed and replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 2.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 46th complaint for this part number: 20 due to dislocation, eight infections, six dissociation, four loose joint, two fractures, one due to pain, one limited range of motion, one due to trauma, one non-assembly, and one due to wear. This is the second complaint for this lot number. The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.